Manufacturer narrative:
The cable is severed on the connector end that attaches to the instrument; cable wires and insulation are blackened or charred which is residue from arcing. Although the broken connector end was not returned, we suspect the connector might be cut and resulted in the short when used. The cord has been in use for over 2 years. We suspect long usage may have caused this damage.